Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version #: 3.1.5, ubd: , UDI#: h3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The case was reviewed, based on the information provided on 10-jan-2025, no purchase order was received from the site; hence, the logs were not available. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the representative was unable to find and download demo exams from the file system. The system software version was confirmed. No patient exams could be seen in the recent patients list. The representative enabled advanced import/export methods but was unable to view demo exam data via select patient, patient import/export. The representative entered the application and the patient exams were visible. They re-entered application and the issue persisted. The representative reported accessing the file system via admin, manage patient data, patient import/export and the issue resolved. There was no patient involvement.